Event description:
Boston scientific received information that during a routine device replacement for normal battery depletion, the physician observed that the header on this cardiac resynchronization therapy defibrillator (crt-d) was loose. Upon removal of the device from the pocket with forceps, the header appeared to be coming off of the device case. After removal from the pocket, the header was observed to be separated approximately one millimeter (mm) from the device case. No adverse patient effects were reported. The device was successfully replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks in the casing and header surface and the header was loose. Additionally, the rv retainer ring was noted to be broken off from its connector block and the seal plug was torn. All other seal plugs were observed to be intact and all setscrews moved freely and operated normally. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded that the damage to the header was consistent with induced damage.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.